Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Clinical adverse event received for revision to address failure of extensor mechanism and deep infection. Doi: (B)(6) 2017. Dor: (B)(6) 2018; (right knee). Irrigation, debridement, and repair of extensor mechanism. Revision - insert changed. Femoral component listed related to the extensor mechanism failure, but not revised. This event is considered resolved as of (B)(6) 2018 clinical adverse.

Event description:
Medical records 20sept2018 reviewed: office records indicate the patient sustained a fall during her rehabilitation stay which contributed to the patellar tendon rupture as well as a distal hematoma on her lower leg. This hematoma eventually required a skin flap due to necrosis. The hematoma with flap graft was documented to be well healed prior to the revision surgery. There is no indication that depuy implants contributed to hematoma with need for skin flap procedure. Revision operative notes indicate the patient was experiencing pain, discomfort, swelling and draining fluid collection through a sinus tract on the medial portion of the tibia prior to the re-operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.